Manufacturer narrative:
An event regarding missing centralizer involving an exeter stem was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies a review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the root cause of this event could not be determined based on the information provided. It was reported that when the device was opened during surgery, it was found that it did not contain any centralizers. The sales rep reported that the theatre staff opened a separately packed centralizer (product code: 0920-2-920) to complete the surgery and no adverse consequences were reported. The sales rep however was not present to confirm the event. The exeter stem is supplied with 1 winged and 1 non-winged centralizer. The exeter winged centralizer is supplied packaged with the exeter stem and also supplied as a separately packaged component 'exeter winged centralizer 0920-2-920'.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
The sales rep reported that when the device was opened during surgery, it was found that it did not contain any centralisers. The sales rep reported that the theatre staff opened a separately packed centraliser (produc code: 0920-2-920) to complete the surgery and no adverse consequences were reported.

Event description:
The sales rep reported that when the device was opened during surgery, it was found that it did not contain any centralisers. The sales rep reported that the theatre staff opened a separately packed centraliser (produc code: 0920-2-920) to complete the surgery and no adverse consequences were reported.